Event description:
Caller states the coaguchek pst meter produced a result of 8.5 inr. No adverse event reported. Result was not found in device memory. Requested return suspect device and replacement was sent. Numeric reading range of device is .6 inr to 8.0 inr.